Event description:
It was reported that an endurant ii stent graft was implanted for treatment of a type iii endoleak fabric two years ago. It was reported that the patient was in for a routine follow up. It was noted that there was an endoleak at the gate. It appeared to be a tear near the limb gate, a type 3 endoleak, fabric or graft disruption because it could not be determined to which it was at time of procedure. The patient was successfully treated with an aui with fem fem bypass. The physician stated cause to be graft disruption. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).